Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath in the right common femoral artery). Approx one (1) hr post deployment, the pt complained of nausea, swelling, and pain. The arterial access site was inspected by the physician, and the pt underwent surgical repair of a pseudoaneurysm and a jp drain was inserted. The event was resolved with no further complications.